Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and per the svc manual performed calibration and tests and found the main pcb was causing the unit to boot up with error code 1 per the customer's complaint. To correct the customer's complaint the analysis site replaced the main pcb. As part of the service process a resistor on the power supply was installed. After servicing, the unit passed qa functional testing. The unit has not been returned for svc prior to this event, therefore, no svc history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the generator displays error code 1 when powered on. The caller did not have any other info about problem or procedure. No pt consequence reported.